Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139862.

Event description:
It was reported that during a permanent implant procedure on (B)(6) 2023, the patient¿s oxygen saturation dropped too low. As a result, the procedure was abandoned to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.